Event description:
It was reported that the insulin pump has a crack in case. Case is cracked on bottom. Nothing further reported.

Manufacturer narrative:
Broken off end cap and cracked reservoir tubelip. No damage to keypad noted.